Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Reportedly, the customer had not observed insulin exiting the infusion set tubing. The customer experienced a blood glucose (bg) level over 600mg/dl and high levels of ketones. A correction bolus was delivered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Due to the bg and ketone levels, the customer was admitted to the intensive care unit (ICU) for diabetic ketoacidosis. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.